Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was not filling properly as the water from the water bag was not going into the chamber. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was not filling properly as the water from the water bag was not going into the chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the actual complaint mr290 chamber was not returned, however, a sample mr290 chamber from the same lot number was returned to fisher & paykel healthcare (B)(4) for evaluation. The returned device was tested by connecting to a water bag. Result: the water was able to fill the chamber and reached a level of 8mm above the chamber base, which is sufficient. A lot check revealed no other complaint of this type for lot number 110802. Conclusion: no fault was found with the returned mr290 chamber as water was able to fill the chamber, 8 mm above the chamber base. The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the chamber to ensure proper water flow. It also advise that the filter cap must be opened if a water bag or bottle is used. The user instructions also state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".